Manufacturer narrative:
The reported incident that cannulated compression screw was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by too much applied force during use (possible complication during screw insertion). The device inspection revealed the following: the blue ring is completely dislodged from the yellow screw body. A close up view of the blue ring shows some severe damages on the inner hex as well as on the outer part. As indicated by the nurse, the head of the screw broke and get caught on the screwdriver (possible complication during screw insertion). Unfortunately the screwdriver has not been returned in order to understand the occurrence and determine the root cause. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It is reported by the nurse that during screwing in the twinfix screw, the head of the screw broke and got caught on the screwdriver.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the nurse that during screwing in the twinfix screw, the head of the screw broke and got caught on the screwdriver.